Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell in june and was unable to get any relief from their stimulation after that. Their ins was in overdischarge when interrogation was attempted and the doctor decided to replace the entire system. The issue had been resolved. No further complications reported.